Event description:
Complainant alleged that while attempting to defibrillate a female pt, after charging the machine to shock the pt once, the device inappropriately charged itself a second time and delivered energy to the pt. Complainant indicated that the pt subsequently expired; however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.